Manufacturer narrative:
Method: lens work order search cartridge lot number search. Results: a visual inspection of the returned product found loop haptic and piece of optic is torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and one similar complaint was found within the same work order. Performed a cartridge lot number search and nine similar complaints were found. Conclusions: based on the complaint history, cartridge lot number and lens work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Claim search by cartridge lot number. There were (B)(4) similar complaints found, not (B)(4). Method: device history review. Results: device history review: a functional test on sample cartridges from complaint lot number was performed and met all acceptance criteria which indicated that the root cause of the complaint is not associated with the injector system. Based on the product evaluation and the investigation performed, the most probable root cause of this complaint cannot be determined. Conclusions: based on the complaint history, work order search, claim search by cartridge lot number, device history review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted on aq2010v three piece silicone lens. The haptic tore off in the cartridge as the lens was inserted in the eye. The lens was cut to remove from eye and replaced with another same model lens and no injury to the patient.